Event description:
Device has been explanted.

Event description:
Patient reported suspected right side device rupture, reactive lymph nodes and capsular contracture, baker grade unknown, diagnosed via mammography and ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear), broken assessed as surgical damage and missing assessed as inconclusive. Shell thickness was within specification). ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported, suspected right side device rupture. Reactive lymph nodes. And capsular contracture, baker grade unknown. Diagnosed via mammography and ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Patient reported suspected device rupture, reactive lymph nodes and capsular contracture, baker grade unknown, diagnosed via mammography and ultrasound. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade unknown" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and lymphadenopathy.

Event description:
Patient reported suspected device rupture, reactive lymph nodes and capsular contracture, baker grade unknown, diagnosed via mammography and ultrasound. The device remains implanted. This relates to the right side.